Manufacturer narrative:
The reported event was confirmed cause unknown. The device had not met specifications. Visual evaluation of the returned sample noted one opened (without original packaging), used foley catheter attached to the drainage bag. Visual inspection of the sample noted the blue stem of the sample port had broken off. A potential root cause for this failure could be "error of inspector". A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and states the following: ¿to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that upon attempting to flush foley catheter, blue hub broke and detached. No patient harm.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "error of inspector". It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The DHR review could not be performed without a lot number. The instructions for use were found adequate and state the following: ¿bardex® i.c anti-infective foley catheter with bard® hydrogel and bacti-guard® silver alloy coating. Infection control foley catheter series 400 with temperature sensor. Caution: this product contains natural rubber latex that can cause allergic reactions. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause the balloon to burst. Warning: after use, this product may represent a potential biohazard. Please handle and dispose of it accordingly with applicable local, state and federal laws and regulations. Caution: federal (USA) law restricts this device to sale by to or on the order of a physician. Caution: do not aspirate urine through the wall of the drain funnel. Sterile unless the package is opened or damaged. For single patient use only. Do not reuse. Do not resterilize. For urological use only. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Valve type: use luer-slip syringe, do not use needle. Catheters should be replaced in accordance with the cdc's "guideline for the prevention of of catheter-associated urinary tract infection." At onset or early signs from a urinary tract infection, catheter fouling, or any other catheter-related adverse effect, the catheter should be replaced. To deflate the catheter balloon: gently insert a luer-slip tip syringe into the catheter valve. Never use more force than is necessary to make the syringe "stick" in the valve. Allow the pressure inside the balloon to force the plunger back and fill the syringe. With water. If you notice that deflation is slow or does not deflate, carefully reseat the syringe. Use only a gentle suction to stimulate deflation if necessary. Vigorous aspiration it can collapse the inflation lumen, preventing the balloon from deflating. If the protocol allows from the hospital, the valve arm may if this fails, contact a professional properly trained to obtain help, as directed by hospital protocol. Should balloon ruptures, care must be taken to ensure that the removed all the balloon fragments from the patient. Visually inspect product for surface blemishes or deterioration before using it. Note: compatible with appropriate temperature monitors from the 400 series. Interchangeability + 0.2 °c at 37 °c. As with all temperature probes, in the presence of sources of radio frequency energy, local heating, errors may occur of temperature and damage to the probe. In medical use, unplug the catheter temperature sensor on the temperature monitor before activating electrosurgical or other types of direct coupled rf energy sources. Do not stretch the catheter, as this will cause the probe repositioning. Do not use the stylet, as this will cause the catheter to stretch recommended inflation capacities 5cc balloon: use 10cc of sterile water do not exceed recommended capacities.¿ h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd h3 other text: the device was not returned.

Event description:
It was reported that upon attempting to flush foley catheter, blue hub broke and detached. No patient harm.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported, that upon attempting to flush foley catheter. Blue hub broke and detached. No patient harm.